Event description:
It was reported, the pt ((B)(6)) is no longer receiving effective stimulation. An sjm representative met with the pt and reprogramming was unable to resolve the issue. X-rays were ordered to verify if lead has migrated.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.